Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a sensor fall apart at the time of insertion. Her blood glucose was unknown at the time of reporting. The sensor is being returned. No additional information was reported.

Manufacturer narrative:
No sensor or needle damage could be confirmed due to the product being returned opened and used.